Event description:
Pt reported over-correction for hyperglycemia leading to hypoglycemia. Elevated blood glucose corrected with insulin bolus, went to bed, blood glucose still high, bolused again and induced hypoglycemia. Pt treated at home by paramedics for hypoglycemia.